Manufacturer narrative:
The referenced report of pump thrombosis is covered under medwatch MFR report # 2916596-2017-02731. (B)(4). Approximate age of device ¿ 1 year and 5 months. Device evaluation: the explanted pump was returned for investigation and driveline damage was confirmed during the evaluation. The driveline was cut approximately 2 inches from the pump housing and the distal portion of the driveline was not returned. Upon removal of the silicone jacket, the bionate and the metal shield became detached from the pump¿s nipple housing. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of the driveline revealed a breach to the insulation of the orange wire approximately 0.5 inches from the pump housing. The orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2017 the lvad was explanted due to thrombosis. During investigation of the returned explanted pump, driveline damage was observed.